Event description:
It was reported that 18 days after implant of this cardiac resynchronization therapy defibrillator (crt-d) the patient experienced infection in the pocket. Patient presented to the emergency department with a high heart rate and pocket was enlarged four times the normal size. Antibiotics were provided to treat the infection. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.